Event description:
A newly intubated patient using a servo ventilator had an alarm that did not stop sounding. It was an o2 sensor alarm that they could not find a replacement for. It has been alarming every 30 seconds for 4 hours. The family is upset.